Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in the united states. Livanova field service engineer was dispatched to customer facility, checked the device and could not replicate the issue. Technical safety inspection was perfomed successfully and device was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that the heater cooler 3t system heating function was not working properly. Reportedly, device stopped at 27°c even if set temperature was 37°c. There was no patient impact.

Manufacturer narrative:
Based on follow up communications, it was clarified that this event is a recurrence of the same problem, that was not replicated by field service engineer dispatched onsite. When a second service activity was performed, the event was confirmed and the distribution board, mains transformer and mains ac kit have been replaced. After performing all the functional tests with positive results, unit was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.